Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed an arteriovenous (av) fistula after the implant procedure of a leadless implantable pulse generator (ipg). The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.